Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump under-delivers insulin. Customer having problems with insulin pump cutting off and keypad issues. Insulin shoots out of the insulin pump. The current blood glucose reading is 274 mg/dl. Customer has treated with insulin pump. Customer is hot, dizzy and dry mouth. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Customer was treated and released. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.